Manufacturer narrative:
The clearsight module was returned and evaluated. The suspect csm was connected to a known good working hemosphere instrument for testing. There were no error messages that displayed. There were normal blood pressure readings and a normal waveform that were able to be acquired. The components were left to monitor for 1.5 hours. The readings remained stable. There was no issue found. A visual inspection found no damage to the device. The reported issue was not confirmed. There will be no further action taken at this time.

Manufacturer narrative:
The device has been requested for return but has not yet arrived. When it has arrived and the product evaluation has been completed, the evaluation findings will be sent in a supplemental report. The device history record review has been completed and all manufacturing inspections passed with no non conformances.

Event description:
It was reported that there was a malfunction with the clearsight module, during patient use. There were inaccurate blood pressure readings that occurred. The readings were approximately cs bp 160s/30s, the nibp 200s/100s there were no error messages that displayed. The issue was isolated to the csm. There was no arterial line. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographics are not available.

Manufacturer narrative:
UDI related data quality updates only. The following are additional product codes for this device: dqe catheter, oximeter, fiber-optic. Qaq adjunctive predictive cardiovascular indicator. Mud oximeter, tissue saturation. Dsb plethysmograph, impedance. Qms adjunctive open loop fluid therapy recommender. Fll thermometer, electronic, clinical. Dxn system, measurement, blood-pressure, non-invasive. The following is corrected data, as the original identification information sent did not match the data submitted to the global unique device identification database (gudid) d1 brand name: hemosphere . D2a common device name: computer, diagnostic, programmable. D2b device product code: dqk.